Manufacturer narrative:
(B)(4). One sample was received and the complaint confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was determined to be an unknown manufacturing issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was requested. A follow up report will be submitted when the evaluation results become available.

Event description:
The seal around wing at join of bag adherence failure causing leakage and product failure. There was no patient injury or medical intervention.